Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's system was being explanted due to a suspected infection and that the patient has multiple health issues. Extraction of this right ventricular (rv) defibrillation lead was difficult as the lead appeared to be calcified more than vegetative (infection) to the caller. A new system will be implanted at a later date.